Event description:
A 3.0 mm diameter by 9 mm length s7 stent delivery system was inserted for treatment of a 99% lesion in the circumflex coronary artery. The moderately calcified lesion was pre-dilated with a 2.5 mm ptca balloon prior to the insertion of the stent delivery system. It was reported the guide catheter was deep seated beyond the takeoff of the circumflex coronary artery from the left main coronary artery. It was not possible to reach the target lesion, therefore, the stent delivery system was pulled from the coronary artery. Upon removal of the stent delivery system, the stent dislodged from the balloon when the stent was pulled into the guide catheter. The stent was successfully snared and removed from the patient. There was no further treatment to the lesion. The patient was fine post prcedure and there is no additional clinical sequelae related to the event. The lesion morphology and the guide catheter being placed beyond the takeoff of the circumflex coronary artery likely contributed to the stent not reaching the target lesion. The instructions for use were not followed for 1:1 pre-dilatation and for removal of an undeployed stent when the stent was pulled into the guide catheter while the catheter was still engaged in the coronary artery.